Event description:
The customer contacted olympus to report the endoeye flex deflectable videoscope presented a main unit connection error (e216). There was no report of patient injury as a result of this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. The customer's complaint was confirmed, there was no image and the e216 scope communication error was observed. Additional defects found include: the angle wire became longer than normal, a damaged connector and distal end adhesive due to user handling. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.